Event description:
Additional information received reported that the patient had shown up at the hospital on (B)(6)2021 with irritation at the pump site. The physician determined she had developed an infection and removed the pump on (B)(6)2021. The physician then admitted the patient to the hospital and hooked her up to a bedside pump that continued to administer a dose of 250 mcg/day. The patient has been in the hospital ever since. On (B)(6)2021 the physician re-implanted a new pump and catheter and the pump was re-started at 250 mcg/day.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 700 mcg/day) via an implantable infusion pump. It was reported that the patient went to the hospital with overdose symptoms. It was noted that they think the patient might have been getting too much medication or they didn't have the right medication in. The programming was changed to 525 mcg/day.